Event description:
The patient's father reported that the patient passed away in 2006. He was calling to ask what should be done with her infusion device. He stated that before she began using an infusion device her blood glucose readings were always high, but after she began to use the infusion device her blood glucose readings were constantly low. He stated that on several occasions the patient's blood glucose lowered to 40 mg/dl. He stated that she began using the infusion device earlier in 2006. The father stated that he personally paid to have the infusion device inspected and no malfunctions were found. He stated that his attorney arranged the inspection and he did not know where it was performed. The father stated that on the date of the incident the patient's husband found her unconscious and he immediately began CPR and called paramedics. The patient was taken to the hospital (treatment unknown). He stated that he was concerned that the patient's infusion device was the cause of the patient's death due to low blood glucose. Product was requested to be returned for evaluation.